Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the keypad was under responsive and caused an under delivery of insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, the pump performed the normal bolus of 10 units successfully. The keypad was intact with all of the buttons responding to user presses. The keypad was removed and there was no contamination found under the contacts. The original complaint was unable to be duplicated. The pump was opened and the keypad flex was found to be fully seated in the connector with the latch closed. There was no evidence of moisture found internally. Unrelated to the original complaint, the battery compartment was found to be cracked at the threads to the left of the bumper and at the case seal below the bumper.